Event description:
An l2-s1 fusion was performed at (B) (6) hospital in (B) (6). Screws were placed in the right side and cement injected. A straight rod was contoured and placed in the right side screws. As the set screws were placed, there were multiple instances of where the saddles separated from the set screws; there were multiple instances of where the head of the screws splayed and the set screws jumped threads. All 4 screws on the right side were replaced at lease once. Seven screws in total were replaced. A bruffey tube was used on several screws after the second problem screw to try and help get the rod seated and the set screws tightened. The rep does not remember using the pistol grip rod reducer on the right side. Once the right side was completed the surgeon placed the rod on the left side. He did use the pistol grip reducer and was able to seat the rod and set screws without incident.

Manufacturer narrative:
Add'l lot #: w7105. Possible causes for this type of complaint are either using the locking screw to try to push the rod into position (as in this incident, per comments received), or cross threading of the locking screws and attempting to tighten into place. Damage to the threads of the locking screws and polyaxial screws indicate this as well. All polyaxial seats were splayed based on rod opening measurements of 6.27-6.89mm, off from a specified dimension of 5.97-6.05mm. Both a rod persuader and a rocker are provided with the set and their use is detailed in the coral surgical technique manual to assist in persuading the rod into the polyaxial seat when inserting the locking screw.